Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pumpadditional text: thrombosisspecific component(s) involved: pump drive unit malfunctionadditional text: throbosisother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : heart transplant / vad explantedimplant device type: lvadmalfunction device type: